Event description:
Provider reports the following: chair that was delivered on (B)(6) 2012 and the engage /release lever on the drock system is not functioning properly. There is a ball bearing with spring that is suppose to hold the lever in place when locked out that has gone missing.